Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charges and boot up was performed and passed. A download rx log and perform review of the rx log was performed. The ffa lab product and data investigation could not confirm a pairing failure on the incident day or within the investigation window but the transmitter sent a "transmitter error alarm" message to the receiver on (B)(6) 2019. A test on receiver functional test station was performed and passed. A perform pairing/calibration/performance/range test was performed and passed. A review of the share logs was performed and a pairing failure was not found within the investigation window. The allegation was not confirmed a transmitter failed error was found. The event is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.